Event description:
Patient had baclofen (synchromed ii) pump implanted. The pump malfunctioned/stopped working. Taken for revision of baclofen pump, exploration revealed catheter intact and had good flow, pump was evaluated and by using a syringe it was found to be occluded/blocked. The pump was explanted and a new pump was inserted.

Event description:
Patient had baclofen (synchromed ii) pump implanted. The pump malfunctioned/stopped working. Taken for revision of baclofen pump, exploration revealed catheter intact and had good flow, pump was evaluated and by using a syringe it was found to be occluded/blocked. The pump was explanted and a new pump was inserted.